Event description:
Caller reported an issue with the incorrect time setting on their device. The blood glucose levels remained within normal range, with no reports of values above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating the pump time and advised the caller to monitor the device, providing instructions to follow up if discrepancies continued. The caller acknowledged and understood the guidance given.